Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a colorectal procedure the staples did not close properly. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information.